Event description:
It was reported that during the mca stenosis procedure, a balloon catheter was used to deliver a stent (subject device) as the vessel was very tortuous. When the subject stent reached the lesion and was attempted to deploy, the tip of the stent was deployed partially but the delivery wire could not be advanced any more even after several tries. So the physician had to withdrew the subject stent and the balloon catheter together to middle catheter and outside patient's body. After withdrawal, the subject stent deployed completely outside patient's body. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the mca stenosis procedure, a balloon catheter was used to deliver a stent (subject device) as the vessel was very tortuous. When the subject stent reached the lesion and was attempted to deploy, the tip of the stent was deployed partially but the delivery wire could not be advanced any more even after several tries. So the physician had to withdrew the subject stent and the balloon catheter together to middle catheter and outside patient's body. After withdrawal, the subject stent deployed completely outside patient's body. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was seen to be kinked. The stent was returned fully deployed but the stent was intact. There was no introducer sheath returned. Functional inspection was not carried out as stent was returned deployed. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description indicated that the neuroform atlas stent was being used in a stenosis case which is not recommended, the neuroform atlas dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". Additional information received from the customer indicated that the device was prepared for use as per the directions for use and no damage noted to the packaging prior to opening the packaging. Also additional information indicated that the patients anatomy was severely tortuous which would have contributed to the event. Based on the event description and the analysis the as reported can be confirmed. The as reported as well as the as analyzed events will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.